Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned outside of original packaging with the anchor still attached to the device. The anchor has been broken at the distal tip. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the drawings found the device is visually inspected with unaided eye, parts must not have dust, lubricants, other foreign matter, contaminates and embedded particulate. The material composition must comply with specifications, which is validated through testing. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the healicoil anchor broke on insertion. All pieces were removed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.